Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. One of the pins on the umbilical cable was found to be slightly bent. The representative fixed the pin and resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site booted up the system it was stuck on "initializing please wait." They rebooted a few times, and on the third time it switched to standalone mode. When the site adjusted the umbilical cable the issue was resolved. This was reported prior to a case, there was no patient present.